Event description:
Info received indicates the right siderail is not staying up. The siderail will latch but the top rail is not attached to the latch spacer tube.

Manufacturer narrative:
The tech found the latch spacer tube ratchet rivet was missing. He replaced the spacer tube ratchet rivet to repair the stretcher.